Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump also passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that they were going to return the insulin pump. The customer's blood glucose was unknown at the time of call.